Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pacing lead (ipl) was extracted using snare device. Upon patient return to clinic a few weeks later there was some discomfort in the femoral vein. On closer inspection the physician was able to see a section of the ipl that had not come out during the extraction procedure. The physician was able to capture the remaining portion of the ipl and remove from the patients vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Received a piece of outer insulation only, measured 10 centimeters. Performed visual inspection, no anomaly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.